Event description:
Patient on cadd prizm pump for epidural dilaudid/bupivicaine infusion developed chest pains requiring hospitalization for 2 days. Discovered that cadd prizm pump had not been pumping current bag of medication and chest pains may have been a symptom of withdrawal.